Event description:
Spouse reported death. The last blood glucose reading was over 300 mg/dl. Customer was wearing the insulin pump at the time of death. Customer had a procedure performed due to neuropathy in the back. That evening the customer passed away in his sleep. Caller stated that customer was sleepy. Caller does not know the cause of death, still under investigation. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.